Manufacturer narrative:
To date the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.

Event description:
The hcp reported that while placing a bravo ph monitor the capsule would not attach to the patient's esophagus. It was noted that the capsule trocar needle did not advance. No serious injury to the patient was reported.